Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The examination of the raw-material testing certificates and the manufacturing showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specifications and with the international standard (iso 5832-11). The broken surfaces are homogenous, what indicates material conformity as well. No product fault could be detected. There is evidence that mechanical overloading situation during healing process or removal surgery may have caused the breakage.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the removal operation for the implant of lc-drp (ea) was carried out at the on (B)(6) 2012. The implant was installed into the patient's body in (B)(6) 2011. The postoperative progress has been going well, so the bone healing was completed. Seven locking screws size 2.4mm had been implanted. At the time of removal, the head parts of the 2 screws were broken. The shaft parts remaining in bone were removed with the hospitals instruments for withdrawal and the operation ended without any problem. This is report 1 of 1 for complaint (B)(4).